Event description:
Boston scientific received information that the impedances on this right atrial (ra) lead were 630 ohms at implant. The impedances had increased to 1,700 ohms at a threshold of 0.6 volts with p-wave sensing at 2.0 millivolts (mv) and no noise. Boston scientific technical services (ts) was contacted and discussed that a fracture was developing although other diagnostics were good. Ts suggested testing the lead in the unipolar configuration for appropriate function. Additional information received states there appeared to have been far-field oversensing of the t-wave on the atrial channel. Ts discussed programming configurations with the caller. The physician has decided to wait for a lead revision until the device needs to be replaced. Subsequently, additional information received states that the atrial lead impedances have increased from 1,200 ohms to 1,800 ohms. The thresholds and sensing remain stable. The physician questioned if they could keep the atrial as is, the patient is mainly sensing in the atrium. The patient is very dependent in the ventricle. Ts discussed that if the ra lead was performing well then they could consider leaving it as is. Ts also suggested that the electrogram (egm) be reviewed for noise. The local sales representative reported that the patient's impedances on the ra lead increased to greater than 2,000 ohms. There was no evidence of noise at this time. No adverse patient effects were reported. Additional information received states that a device replacement procedure was performed, however the physician elected to not replace the ra lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the ra lead remains in service. Should additional information become available this investigation will be updated.